Manufacturer narrative:
Health professional. The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 17 jul 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the nasogastric (ng) tube was placed at 10am and during x-ray was confirmed to be placed in the right lung. The tube was removed at 12:30pm and the patient experienced immediate desaturation, ventricular tachycardia, and confusion. The patient's saturation reached 60%. Immediate resuscitation was performed with fio2, bag valve mask ventilation, and rapid sequence intubation. A subsequent x-ray showed a large right sided pneumothorax which had not been evident on the prior x-ray. It is not clear to the hospital staff if the ng tube misplacement caused the pneumothorax . A chest drain was placed to address the pneumothorax . No further information has been provided.